Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation, capsular contracture; baker grade unknown, and ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 31-year-old caucasian female patient underwent primary breast augmentation with a 275cc mentor smooth round moderate profile on the left side, and with 325cc mentor smooth round moderate profile on the right side and experienced breast implant deflation on her left side postoperatively. On april 5, 2024, mentor became aware that the patient experienced bilateral deflation, bilateral capsular contracture; baker grade unknown, and bilateral ptosis and underwent bilateral replacement with serial number (B)(6) on the left side, and with serial number (B)(6) on the right side on (B)(6) 2024. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On april 17, 2024, device evaluation was completed as follows: mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample determined that no damage or anomalies were observed on the sal smooth rnd diap 325cc breast implant. Leak testing was performed in accordance with mentor procedures and a tear was found on the anterior view of the sal smooth rnd diap 325cc breast implant, measuring approximately 0.2 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).